Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, needle 27x3/8 ib, insulin was still leaking out of the port hole. The following was provided by the initial reporter: "pwd (person with diabetes) called to report cassette filling issues. Pwd has tried to fill a brand new cassette with a brand new needle, but insulin started to come out of the cassette port hole. Confirmed pwd does not have air bubbles in the syringe. Instructed pwd to use proper fill technique by laying the cassette and pump on a flat surface and filling it that way - this was unsuccessful, insulin was still leaking out of the port hole. Instructed pwd to load a new cassette from a different lot number, this was unsuccessful. Instructed pwd to use a new needle and syringe, and they successfully loaded on the 2nd cassette and resumed insulin delivery.".